Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 7least pyxis biometric identification required maintenance. User required password and witness verification each time to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier failed. A field service engineer (fse) reseated the universal serial bus cable of the bio metric identifier, ran a hardware test application and the user was able to login. The system functioned as intended after the field service engineer repaired the device.